Event description:
Motor vehicle accident and since then stimulator hasn't been working. Analysis by neuromed indicated stimulator was working fine. Contained pain so admitted for removal and replacement of generator.